Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a check heater line alarm that occurred on the home choice (hc) unit during fill. During troubleshooting the hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy and starting over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The home patient (hp) stated that the issue was resolved; however, the cause of the alarm remained unknown. The home patient that there was nothing visibly wrong with the heater bag. The lot number was unknown and the bag was discarded. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp said that he forgot to unclamp the patient line during prime. After the "prime light went off" the hp connected - he did not check to see if the patient line was primed. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues.